Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15066739 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. At this time there is not enough information to draw a clinical conclusion between the device and the reported event. However, it does not appear to be related to a product quality issue. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The (B)(4) reported that approximately ten months after the index procedure, the patient expired. Additionally, the death certificate is not available as yet. The information was obtained during the one year follow-up contact. The coordinator indicated that the patient had been assaulted and was admitted to the hospital. Three days later the patient was discovered unresponsive/expire. The report received from the sapphire study indicated that the patient was included in the study and had a precise 10 x 30 stent implanted in the left internal carotid artery during the study index procedure. A 7 mm angioguard embolic protection device was used for the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure.

Manufacturer narrative:
Please note that based on additional information, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this event.